Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm unexpected restart. Customer's blood glucose at time of incident was unknown. The customer started the alarm occurred after inserting a new battery. Customer was explained that pump experience unexplained restart. The customer reported via phone call indicating that the insulin pump alarm external ram crc error. Customer's blood glucose at time of incident was unknown. Customer was assisted in reviewing alarm history and they received unexpected restart, bad battery, battery out limit and external ram crc error. Customer was advised to program a normal bolus into the air and bolus amount was recorded in the bolus history. Customer stated a temp basal was programmed before the alarm occurred. Customer was advised that we are sending replacement pump and requesting current pump back.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self-test, and unexpected restart error test. No alarms noted. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. The insulin pump was monitored and tested with no unexpected battery out limit and no low battery alert noted. The insulin pump was received with cracked reservoir tube lip noted.